Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider stated the cause of the event was a question about low battery. It was reported there were no abnormal impedances and no surgical intervention required. It was noted the patient¿s device was reprogrammed on (B)(6) 2013 and the battery life was checked and it was stated it was okay and should last until 2014. It was reported the patient did not require hospitalization and their outcome was reported as no injury. The previously reported issues with stimulation in the wrong location and lead migration were incorrectly reported as part of this event. Reference manufacturer report #3004209178-2013-07902.

Event description:
Additional information received from the healthcare provider reported the cause of the event was a question about low battery check. Additional information found reported that there were no problems or issues and that the device was working well.

Event description:
It was reported that the patient was experiencing stimulation in the wrong location and that there was lead migration. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID 3778-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead. (B)(4).